Event description:
It was observed that during the device evaluation, the camera head exhibited a failed water leak test due to cut in cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the evaluation: water leakage. Based on the results of the investigation a root cause could not be determined. However, it is likely that the leakage was caused by a cut in the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.